Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 20ml ll syringe only mx bun leaked. The following information was provided by the initial reporter translated from spanish to english: "doctor's complaint (20 ml syringe and hypodermic needle)." "Can you help me with an issue in the puebla unit where the doctors are reporting to the nursing management the 20ml syringes and hypodermic syringes of the bd brand, which are presenting clogging causing spillage of liquids due to this we need a prompt solution. The lot of the syringes is: 3138142 with expiry date 30/04/2028 of which we have received the most complaints." __ "we no longer have product from this batch in stock since the complaint arrived late, in the case of the needles they did not specify the batch."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot number includes 3138142 and other expiration date includes 2028-04-30. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2023-06-20.